Event description:
It was reported that at post procedure even after releasing air from the product, the indicator needle did not return to zero (0 cm h2o). No patient injury. No additional information is available.

Manufacturer narrative:
Device not returned. If returned smiths medical will reevaluate the product.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. Then we occluded outlet nozzle by finger and inflated cuff inflator to maximum value. It was observed that pointer was not returning to zero position because it is misaligned - in contact with cover glass. This failure is the cause of reported problems. The root cause of the reported issue was found to be the most probable cause was due to drop or hit damage during use but it cannot be proved with certainty therefore root cause of this complaint remains unknown. Actions were taken to mitigate the reported issue: are unknown.